Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a combination of uneven wall thickness of the cannula of the event unit and the insertion of the da vinci trocar into the applied medical trocar. Applied medical trocars are not intended to be used with another trocar placed inside of it. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Applied medical will reach out to the complainant with the results of the investigation.

Event description:
Procedure performed: robotic cystectomy. Event description: they completed a robotic cystectomy case. They went in with an applied trocar and they put the 8mm robotic davinci inside the applied trocar, followed by the camera. While looking around inside the patient's body, they saw the trocar cannula in the patient. They did not realize that the cannula had broke. It was a clean break and no fragments. They were able to retrieve the cannula piece from the patient's body. They completed the case by using the [non-applied] trocar. They did not hook up the arm to the cannula at the time of incident. The break occurred along the shaft of the trocar. Type of intervention: they replaced the device with a [non-applied] trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic cystectomy. Event description: they completed a robotic cystectomy case. They went in with an applied trocar and they put the 8mm robotic davinci inside the applied trocar, followed by the camera. While looking around inside the patient's body, they saw the trocar cannula in the patient. They did not realize that the cannula had broke. It was a clean break and no fragments. They were able to retrieve the cannula piece from the patient's body. They completed the case by using the [non-applied] trocar. They did not hook up the arm to the cannula at the time of incident. The break occurred along the shaft of the trocar. Type of intervention: they replaced the device with a [non-applied] trocar. Patient status: no patient injury.